Event description:
Arthrocare ambient super turbovac 90 3.75 mm 90 degree suction was opened and plugged into machine, and it did not work. Opened another and it worked fine without having to change settings or anything else. Ref#: asha4250-01; lot#: 1068038; exp date 04/2017.====================== manufacturer response for arthrocare ambient super turbovac 90, arthrocare ambient super turbovac (per site reporter)======================they will do some research (I believe that they just merged and are still learning the arthrocare products) - they said that they would email me tomorrow with additional information and the complaint number.